Manufacturer narrative:
H3, h6: the cori console p/n rob10024, sn (B)(6) intended for use for treatment was returned to the designated complaint unit for evaluation. Nothing was identified visually that contributed to the reported problem. The real intelligence cori log files and/or case files were not provided to the designated complaint unit for evaluation therefore an assessment of the log files and/or case files could not be performed. A review of manufacturing records indicates the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Although the reported problem could not be confirmed, the most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, the tibia bone model generation error has been corrected and released in cori-v1.4.3 software.

Manufacturer narrative:
Our reference number: case-(B)(4).

Event description:
It was reported that during a cori tka lab, when entering the tibia cut screen, an error popped up that the bone model failed to generate. They followed the instructions on the error to clear the tibia free collection and repaint, however this did not work and the error came up again. They quit out of the case and re-entered, but the error came up a third time. They cleared the tibia free collection again and repainted, and when they continued to the cut screen, the issue was resolved. No patient was involved.